Event description:
Spiderx distal protection device was used in the carotid artery. At some point the physician looked around to find the black peel away exit collar and never found it. The spiderx was unable to advance and the device was removed. A second spiderx was tried, without success in delivering the filter. At this point another embolic protection device was used and successfully deployed. The case continued and they were able to complete the case by placing a stent. About one month ago, the patient was seen, an ultrasound was performed where the black exit collar was seen pinned in the carotid artery between the vessel wall and the stent. Approximately 4mm of the black exit collar was not pinned by the stent and is sticking into the external carotid artery. Additional information received on 12/01/2006 from the physician: patient is a asymptomatic and no clinical adverse event is reported. No intervention is reported for this patient.

Manufacturer narrative:
Device did not return for analysis. Instruction for use states, warning: the primary wire exit collar must be removed prior to insertion of the spiderx catheter into the patient. Failure to remove the collar could cause embolization of the collar, device damage and/or patient injury.